Event description:
During a hemorrhoidal banding procedure, the physician used a cook endoscopy 4 shooter saeed multi-band ligator. As the physician turned the ligator handle, the trigger cord caused the endoscope to curve, preventing accurate deployment of the band. Another mbl-4 was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
The date of occurence was reported to be in 2008. Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. Because all of the bands had been deployed from the ligator barrel prior to return, we were unable to perform a functional evaluation relating to band deployment. The ligator handle was returned in the two-way position. During our evaluation, the ligator handle was inspected and functioned properly. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned ligator. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. If the handle is rotated further, this can cause the endoscope to curve as reported. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and cause the endoscope to torque, resulting in band deployment difficulty. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord near the handle if band deployment difficulties are encountered. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.